Manufacturer narrative:
The device was returned to the MFR for investigation. According to the quality engineer, the collet lever was rough to actuate and was grinding. It was also noted the bearing surface of the collet head was also rough. This product experienced wear after extensive time and use in the field.

Event description:
It was reported that metal pieces fell from the attachment during set up for a case. There was no pt involvement and no reports of adverse consequences associated with this event.